Event description:
A consumer used one efferdent antibacterial tablet (potassium monopersulfate, sodium perborate monohydrate) daily for 2 weeks for denture care. On three occasions, their top lip and tongue became swollen and they had difficulty breathing. After each episode, they were taken to the emergency room. On one visit to the emergency room, they were given intravenous steroids and oral benadryl. On the other visits they were treated only with oral benadryl. None of the visits resulted in admission. They discontinued product use one month later. The difficulty breathing has resolved and the swelling persists.